Manufacturer narrative:
Section f9: correction - approximate age of device: 1 year, 3 months. Section h3: additional information. Section h4: correction. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal bleeds were reported under medwatch MFR# 2916596-2018-03451, 2916596-2018-02176, 2916596-2018-04073 and 2916596-2018-00670. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for gastrointestinal bleed (gi). Hemoglobin was 8.0 upon admission and trended downwards to 6.7 same day. Gastroenterology was consulted as patient has a history of gi bleeding. The patient was transfused with 2 units of packed red blood cells. The patient was discharged home on (B)(6) 2018.